Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided . D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported by clinician that the implant in site 4 buccal palate fractured. Patient will return to complete procedure.